Event description:
A report was received from the doctor regarding incidents of cystoid macular edema. The patients could see fine after predforte therapy for a couple of weeks. No other information was provided by the doctor although numerous documented attempts were made to obtain same.